Event description:
Hte pt received a cypher stent in each of the following lesions: med lad, mid rca, and obtuse marginal cx. Approx 31 mons later, restenosis was noted in the previously treated med rca lesion.